Event description:
It was reported that the ilet user experienced hyperglycemia after not addressing an empty insulin cartridge in the early morning, with a documented blood glucose of 254 mg/dl. Symptoms included hyperglycemia. Outcomes included device troubleshooting and education with supply change to resolve the out-of-drug condition, and the user declined further follow-up. Investigation included customer interview and review of user-reported event details. Investigation of this case revealed user-related insulin depletion consistent with an empty cartridge and no device malfunction, and the issue resolved after the user changed supplies. It was concluded, based on previously established findings for similar reports, that the cause was use-related depletion of insulin supply.